Event description:
The customer reported being hospitalized due to high blood glucose over 400m/dl, and she was treated with manual injections. The customer was experiencing nausea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarm. The customer stated that the alarm occurred during the infusion set change. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. The customer stated that the she changes the infusion set every three to four days. Reminded the customer to change the infusion set every two to three days. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.